Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fiberoptic endoscopic evaluation of swallowing (fee), at the third firing, even though the handle was squeezed, firing was unable to be performed. A new product was used and the operation was completed. There was no patient injury.